Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. During testing the pump did not recognize the cartridge and pushed all of the fluid out, and a 'no cartridge detected' warning was emitted. There was no evidence of large prime volume found in the black box. There was evidence of contamination observed around the force sensor. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number: 2531779-03/24/2010-003-r.